Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause was failure of the power switch because the amount of operating force and the frequency of use exceeded expectations. It was confirmed the device was manufactured prior to implementation of a design change to the power switch.

Manufacturer narrative:
An olympus field service engineer was dispatched for an onsite visit at the user facility to evaluate/repair the suspect device. The reported problem was confirmed; the unit was inspected and the power button found depressed and stuck in the on position. The power switch was replaced and the unit verified to meet technical specifications following the service.

Event description:
A user facility reported to olympus that the power button was stuck in the depressed position and the unit had to be unplugged to power off. The intended procedure was completed without delay. There was no patient injury associated with the event.